Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009, patient presented with pre-op diagnosis of: lumbar radiculitis, l5-s1; instability with severe facet arthropathy on the right at l5-s1. The patinet underwent following l5-s1 fusion using rhbmp-2/acs and cage; findings: there was a markedly severe hypertrophic facet with significant fluid in the joint space, fibrosis and compression of the s1 nerve root on the right. Electromyography was used during placement of pedicle screws at l4 and l5 bilaterally and were within appropriate tolerance. As per op-notes: ".. The interspace was then identified, annulotomy was performed, disc material was curetted out and endplates were decorticated. A 12 x 26 mm cage was then packed with bmp and tapped in interspace. Once this was accomplished, lateral fluoroscopy was used to appreciate the pedicles at l5 and s1. No complications were reported.." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.